Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open cesarean procedure, the device needle and thread broke. The surgeon then used another suture to resolve the issue in order to complete the case. There was no patient injury.